Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray showed the right ventricular (rv) lead had pulled back to the atrium. A procedure was done to reposition the dislodged lead. The rv lead remains in use. No patient complications have been reported as a result of this event.